Event description:
According to the reporter, the capsule was retained. It was placed on (B)(6) 2021 and removed via biopsy forceps on (B)(6) 2022.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.